Manufacturer narrative:
Section a: patient weight was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump numbers were not registering on the system controller screen. The pump numbers were registering when hooked up to the power module and heartmate touch tablet, but they were not registering on the patient's controller. It was noted that the same patient had experienced the exact same issue with a previous controller that was replaced on 09-oct-2023. Log file review was requested, and it was noted that the damaged controller display had not caused interruption in pump support.

Event description:
The patient's previous controller issue and exchange on (B)(6) 2023 is reported under MFR #: (B)(4).

Manufacturer narrative:
Incidental findings: intermittent communication issue with system monitor. Issue inadvertently resolved during troubleshooting; however, the root cause was unable to be conclusively determined. Manufacturer's investigation conclusion: the reported event of the pump¿s parameters being difficult to view on the system controller was confirmed. Upon arrival, the returned system controller (serial number hsc-(B)(6) was connected alongside a mock loop and known working test equipment. Pressing the controller¿s display button to scroll through the pump parameters was found to be inconsistent, as it often took force or multiple button presses to scroll to the next screen. On the controller¿s user interface (ui) the left-side green pump running light emitting diode (led) was observed to be blank, and pressing the button to scroll through pump parameters would intermittently cause the right-side green pump running led to briefly become blank. The observed led issues did not prevent the controller from supporting the system at the set speed. The system controller was opened and inspected at a component level. Visual inspection of the internal components did not show any damage that would result in the reported event. The controller¿s ribbon cable was replaced with a new ribbon cable which resolved the issues; the issues also resolved when replacing just the ui membrane printed circuit board (pcb). The issues were not reproduced when individually connecting the complaint ribbon cable or the complaint ui membrane pcb to test equipment, isolating the root cause to the combination of the ribbon cable and ui membrane pcb in use together. During further testing of the ui membrane pcb and ribbon cable the observed issues resolved and could no longer be reproduced. The provided log file, as well as a log file extracted from the system controller during testing collectively contained data spanning approximately 1 day ((B)(6) 2024 ¿ (B)(6) 2024 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed. The root cause of the reported event was isolated to an issue with the ui membrane pcb and the ribbon cable but could not be isolated any further due to the issues resolving during testing. Review of the device history record for system controller, serial number hsc-(B)(6)showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.